Event description:
The customer repoted that while the unit was in use on a pt the unit would not operate on ac power. The pt was switched to another unit and therapy was continued. No pt injury was reported.